Event description:
The very first time I used the device it caused severe pain to my back. I was in such excruciating pain that I could barely move. I bought this item from (B)(6) at the (B)(6) in (B)(6). They sell it in a box that says 'massager' and it is made by a company called (B)(6). The apparent 'owner' assured me that the product was FDA cleared and they were also FDA registered. He even went as far as showing me his company 'FDA registration'. After doing some research I found out that they are not FDA registered and he was showing me the registration information for the company that makes the product! The FDA told me that as an initial importer they should be registered and pay a fee to legally import medical devices into the us. Apparently this company does not care about the law. Here is a link to the product that injured me. (B)(6) I hope that nobody else gets injured as a result of this company breaking FDA regulations.